Manufacturer narrative:
(B)(4). (B)(6). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and provides step-by-step instructions for when and how to connect to the disposable set. The guide also instructs the user not to attempt to reuse any disposable supplies, and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported a use error during the use of the homechoice device. According to the report, the customer indicated she was connected during priming, but disconnected when she realized her mistake. Hp states that she clamped the patient line and changed one bag. The technical service representative advised the patient that they would need to start over with all new supplies. This event constitutes a reuse of a single-use product. This event did not involve any patient injury or medical intervention. No additional information is available.